Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an implanted plate pulled away from the lateral edge of the clavicle bone due to an apparent fall by the patient after the original surgery. This complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. 3.5mm lcp clavicle plate system set, it is a trauma set. The set is usually assigned to a collection of implants and instruments, however the set part itself does not have a 510(k) or product code assign to it. Reported device is s set, therefore would not be implanted / explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No DHR review, per product being outside of evaluation set. The set is usually assigned to a collection of implants and instruments, however the set part itself does not have a 510(k) or product code assign to it. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.